Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
An automated peritoneal dialysis (pd) patient experienced an unspecified infection. The caregiver reported "the patient was having issues with the amia cassettes" and "believes the cassettes may have caused an infection¿ (no further "details was" provided). The site of the infection was not reported. It was not reported if the patient was hospitalized for the event. Treatment and action with pd therapy were not reported. At the time of this report, the patient outcome was not reported. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.